Manufacturer narrative:
The complaint was confirmed. A hole was noted in the catheter between the 7cm and 8cm depth marker. The hole was circumferential and only affected half the circumference of the tubing. A rough and granular veneer was seen at the break. Longitudinal creases were also visible at each end of the hole. These characteristics of the break indicate that the tubing fractured from fatigue due to repetitive flex of the catheter at this location. This appears to be a user related issue.

Event description:
The line ruptured at the 8.5 cm marking. The facility's policy is to use a 5 cc syringe. She wanted to know if that could cause the problem. I explained that the IFU recommended a 10 cc syringe be used.